Manufacturer narrative:
The device was received and tested at a philips authorized repair facility. The results of functional testing indicate that the speaker produced audible sound and the device issue was not confirmed.the device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the device speaker malfunctioned. There was no reported adverse event to the patient or user.

Event description:
The customer reported that the device speaker malfunctioned. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.